Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 1 event was reported for this quarter.   Product return status: 1 device was received. Event confirmation status: 1 reported event was confirmed; the cause traced to component failure. Evaluation results: 1 device was found to be affected by an electrical problem. Additional information: 1 device is not labeled for single-use. 1 device was not reprocessed and reused.

Event description:
This report summarizes <noe> 1 </noe> malfunction event in which the device ran without user activation. 1 event had no patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program.   Supplemental rationale 1 previously reported event is included in this follow-up record.   Product return status 1 device was received. Event confirmation status 1 reported event was confirmed. Evaluation results 1 device was found to be affected by an electrical problem.

Event description:
This report summarizes <noe> 1 </noe> malfunction event in which the device ran without user activation. 1 event had no patient involvement; no patient impact.